Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of risk management files found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective. Actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that after an arthroscopy procedure, where a bioinductive implant was used, the patient experienced ongoing shoulder pain. The event was treated with a revision surgery in which debridement and decompression procedures were performed. Patient outcome is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that after an arthroscopy procedure, the patient experienced ongoing shoulder pain. The event was treated with a revision surgery in which debridement and decompression procedures were performed. Patient outcome is unknown.